Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) unk lz implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site, and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no." H10: added manufacturer narrative h3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the internal implant threads for a tsv 4.7 were damaged during a clinical procedure and the rep. Is requesting tool item # 0493 and mhlas to be sent out. The implant is well seated and intact. As a result of this event, no injury to the patient was reported. Tooth location not reported.